Event description:
It was reported that the lens did not exit the inserter properly and became stuck in the wound. The incision was enlarged to remove the lens, another lens was implanted successfully and no sutures were needed. The pt's current status is good. Please reference MDR # 1119279-2013-00112 for the delivery device used in this event.

Manufacturer narrative:
The lens has been returned to b&l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.